Manufacturer narrative:
This report is submitted on february 15, 2017.

Event description:
Per the clinic, the patient experienced poor performance and tenderness at implant site and subsequently was treated with oral antibiotics for a duration of 2 weeks (date not reported). The issue could not be resolved. The device was explanted on (B)(6) 2017, it is unknown if the patient was re-implanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on may 22, 2017.